Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received several inappropriate shocks due to oversensing on the right ventricular lead. The sensing value was also low. The pace/sense portion of the lead was capped and replaced with a new lead. The high volt portion of the lead is still in use. No patient complications were reported as a result of this event.